Manufacturer narrative:
This pacemaker is expected to be returned. This report will be updated if the device is returned and analyzed.

Event description:
Additional information received indicates that the right ventricular (rv) lead was visualized, however the physician did not note any lead damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). This pacemaker is expected to be returned. This report will be updated if the device is returned and analyzed.

Event description:
Boston scientific received information that this patient with a pacemaker felt dizzy and unwell. Upon review of stored episodes, it was found that the pacemaker and right ventricular (rv) lead exhibited noise on the rv channel, which was oversensed and led to pacing inhibition. The noise was able to be recreated with isometrics. Subsequently, the pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.